Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 1 occurred during the load process. Reportedly, the customer went through 3 cartridges and 2 infusion sets to "get the pump working properly". Blood glucose was 166 mg/dl. Reportedly, the alarm was cleared and insulin delivery was resumed.